Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap of the insulin pump was loose and sticking out from the side of the insulin pump. The patient¿s blood glucose level was unknown at the time of the incident. The device is not expected to be returned for analysis.